Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient experienced a blood glucose (bg) value in the range of 485mg/dl to 529mg/dl. It was noted that the patient was treating the bg via the pump. The patient reportedly did not understand how to use the pump and needed assistance from others. It was also noted that the family members assisting her did not understand the pump or how to use it and that one of the family members had dementia. The patient reportedly did not test her bg until a 1 ½ later and she did not give a correction bolus after she had something to eat. The patient reportedly was also removing the cartridge while still connected to the pump. Customer support (cs) reviewed the pump with the patient and the family members that were assisting her at the time. The patient reportedly still put the cartridge back into the pump and screwed the cartridge cap back on while connected to the pump. The patient reportedly did not know how to disconnect from the pump had to disconnect from the site and did not know how to follow instructions. Customer support (cs) instructed the patient on how to disconnect properly from the pump. During troubleshooting, cs had the patient remove the cartridge from the pump to view how much insulin was left in the cartridge. The insulin amount left in the cartridge was reported to be the correct amount. There were reportedly no inadvertent boluses noted on the (B)(6) during the review of the pump history. It was also noted in pump history that the pump appropriately emitted an "empty cartridge" alarm and that the prime history indicated that the cartridge was filled a few minutes after the alarm was emitted. The pump reportedly emitted a time/date reset alarm. Customer support (cs) assisted the patient on how to set the time and date correctly on the pump. The time and date reset was reportedly not duplicated at the time of troubleshooting. Cs also provided assistance on how to perform the ez prime step correctly. The patient's bg measurement was reported to be 529mg/dl during the call with cs. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event as the patient did not understand how to use the pump, she was getting assistance from others who were not health care providers and who also did not understand how to use the pump, one of the family members that was assisting her had dementia and could not remember if the patient bolused, the patient was not bolusing at the time she went high and the patient was changing out her cartridges while still connected to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.